Event description:
It was reported that the lead was extracted due to loss of ventricular capture. No other anomalies were noted at the time of extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned. External abrasions consistent with friction to another device were found at 36.1-36.6 cm and 9.7-10.3cm from the distal tip. Internal abrasion was found at 6.9-8.5cm, below the svc shock coil at 27.7-27.8 cm and 25.8-25.9cm, and below the rv shock coil at 6.2-6.3 cm and 5.1-5.2cm, measured from the distal tip. The etfe and/or ptfe insulation was intact at each location, preventing electrical shorts. Without return n of the entire lead, a complete analysis could not be performed.